Event description:
It was reported that the autoplex leaked out of the top of the device during a procedure. A back up device was used. There were no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the autoplex leaked out of the top of the device during a procedure. A back up device was used. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and after the quality investigation has been completed. (B)(4): not received by manufacturer.

Manufacturer narrative:
Based on the investigation findings, the alleged condition was confirmed. The cement mixture leaked through the lid/chamber area. The lid was not placed on the mix chamber and it was not returned. The root cause could not be determined. According to previous evaluations related to cement leakage through lid/chamber, the potential root causes are the following: missing lid o-ring. The lid o-ring creates seal between lid and mix chamber to prevent powder or cement leakage. (Since the lid was not returned, this cause cannot be ruled out.) Lid was not properly locked on the mixing chamber. (User related) improper design between lid, o-ring and mixing chamber. Further investigation for cement leakage thru the lid has been extended to the manufacturing line. Some samples of the current lid and o-rings were visually inspected and the fit between both parts as well as the mixing chamber were verified. No abnormality was detected.